Manufacturer narrative:
(B)(4) 2015 08:33 am (gmt-5:00) added by (B)(4): a lot history record review was completed for lots 25117113, 25117403 and 25117308 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cords on the jaws of the cutting device pulled back a little. They may have pulled off but not on properly any longer. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
September 09, 2015 10:31 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cords on the jaws of the cutting device pulled back a little. They may have pulled off but not on properly any longer. A replacement device was used to complete the procedure. The hospital did not report any patient effects.